Manufacturer narrative:
Continuation of d10: product ID 8598a lot# serial# (B)(6) implanted: (B)(6) product type catheter product ID 85 96sc lot# serial# (B)(6) implanted: (B)(6) 2022. Product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving fentanyl (2000 mcg at 1301.08235 mcg/day) and bupivacaine (13.1 mg at 7.22101 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient had pump site pain. Additional information received from the device manufacturer representative indicated that the system was explanted.

Manufacturer narrative:
H3: the returned pump passed all testing in the laboratory and no anomalies were identified. The returned catheters were analyed and no significant anomalies were identified. Continuation of d10: product ID 8598a, serial# (B)(6), implanted: (B)(6) 2022, explanted: product type catheter product ID 8596sc, serial# (B)(6), implanted: (B)(6) 2022, explanted: product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.